Event description:
Right shoulder arthroscopic bankart repair, subacromial decompression, distal calvicle resection, mini open rotator cuff repair. During procedure -2- arthrex tissue bioabsorbable anchors "disintegrated" during routine insertion. This occurred during 2 separate attempts. After both incidents, thorough removal of broken pieces via retrieval and irrigation techniques was done. No remaining broken pieces in shoulder joint was observed. Repair was successfully performed with different anchors. Remaining arthrex implants removed from stock and arthrex representative notified for pick up.